Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. While accessing the laa with the was, a kink occurred in the sheath. A contrast injection then revealed a pericardial effusion. A second transseptal puncture was performed and the implantation procedure was completed. No further information regarding the status of the patient was available.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. While accessing the laa with the was, a kink occurred in the sheath. A contrast injection then revealed a pericardial effusion. A second transseptal puncture was performed and the implantation procedure was completed. No further information regarding the status of the patient was available. It was further reported that the kinked was not in the patient when the pericardial effusion was noticed. It was suspected that the pericardial effusion was caused by the non boston scientific transeptal access puncture system because the physician made the injection just after the puncture and realized there was a pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. At the end of the procedure the patient was stable.